Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the clamping mechanism damaged and with an (B)(4) reload present. The cartridge reload was received partially fired 1/16. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were opened. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic liver resection procedure, when the surgeon fired the device through the liver, the device produced malformed staples. Another device was used to complete the procedure. There were no adverse consequences for the patient.